Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -12.0/1.5/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This exchange resolved the problem.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial; dry with residue on product. Visual inspection found haptic torn/bent with residue on lens. Claim# (B)(4).